Event description:
During an in clinic follow-up, the device was at elective replacement indicator (eri) voltage level. Abbott technical support was contacted and determined the eri alert was false as the remaining battery voltage was not low enough to be considered eri. It was recommended to clear the eri alert, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the false elective replacement indicator (eri) alert was cleared and the patient was in stable condition.